Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch. The device was found with the coil unraveled, also it has the internal wire detached from the ballweld (the ballweld was returned). Overall length and outer diameter (od) of the distal tip couldn't be measured due to the device condition. The od of the middle and proximal sections were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire fracture occurred. Vascular access was obtained via the left femoral artery. The target lesion was located in the superficial femoral artery (sfa). After angiogram, a 035/260 (bx/5) amplatz super stiff¿ guidewire was advanced to the lesion. A non-bsc stent was successfully implanted. However, a thrombus was noted. Thrombolysis was performed using a 5f non- bsc infusion catheter. When the guide wire was removed, resistance was encountered. Under fluoroscopy, it was noted that guide wire had split up. The physician was able to pulled the device out. The procedure was then completed. No further patient complications were reported and the patient's status was good and stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that guide wire fracture occurred. Vascular access was obtained via the left femoral artery. The target lesion was located in the superficial femoral artery (sfa). After angiogram, a 035/260 (bx/5) amplatz super stiff¿ guidewire was advanced to the lesion. A non-bsc stent was successfully implanted. However, a thrombus was noted. Thrombolysis was performed using a 5f non-bsc infusion catheter. When the guide wire was removed, resistance was encountered. Under fluoroscopy, it was noted that guide wire had split up. The physician was able to pulled the device out. The procedure was then completed. No further patient complications were reported and the patient's status was good and stable.